Manufacturer narrative:
The ams 800 balloon was visually and microscopically tested. The balloon was oval in shape and there was a leak in the balloon shell due to fatigue. The balloon was not functionally tested due to the leak. The ams 800 occlusive cuff was visually inspected and functionally tested. No leak was found. It performed within specifications. The ams 800 control pump was visually inspected. No leak was found. The pump was not functionally tested due to the balloon leak. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. Product analysis of the device revealed that a balloon hole was noticed, and this tear would cause a fluid loss situation. It was confirmed that this damage was due to fatigue. There may be multiple ways for this damage to occur including longevity of the implant which would result in end of life of the component. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure.

Event description:
It was reported that the patient underwent replacement surgery for the removal and replacement of ams 800 due to loss of efficiency of the balloon.

Event description:
It was reported that the patient underwent replacement surgery for the removal and replacement of ams 800 due to loss of efficiency of the balloon.